Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the intra-aortic balloon pump (iabp) experienced autofill issues. It is unknown under which circumstances this event occurred. However, no death or injury was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, checked for leaks and ran leak tests 12 times. The fse evacuated excess moisture and verified unit calibration. No issues were found. The iabp unit was tested for function and safety and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced autofill issues, while in use on a patient. No adverse event was reported.